Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported when the battery is left charging the alarm starts sounding as if it were not charging. There is no reported patient involvement.